Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient was scheduled for a shoulder revision surgery. No additional details were provided.